Event description:
A malfunction alarm labeled as malf 1 was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The pump was not resettable, and the customer was advised to use multiple daily injections (mdi) as a backup method for insulin delivery. Tandem technical support decided to replace the pump and informed the customer about the updated software in the new pump. Instructions were provided on how to store the current pump, and the customer was asked to return it within 10 days using a provided return box and pre-paid label to avoid charges. The customer was also informed about setting up and programming the replacement pump, including connecting it to their continuous glucose monitor (cgm), all of which were acknowledged and understood.